Event description:
Subsequent to the initially filed report it was stated that the resistance was with the anatomy during advancement. There was resistance during removal. No coating was left in the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s moderately calcified, moderately tortuous, and 95% stenosed lesion, resulting in the reported difficulty during advancement and removal. Additionally, it was reported that the wire was observed to have peeled polymer after removal. It is likely that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem: updated.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex coronary artery with moderate calcification, moderate tortuosity and 95% stenosis. Pre-dilatation with an unspecified balloon was performed. The 190cm ht torque balance middleweight universal ii guide wire (gw) was advanced and got stuck at the turning point of the vessel showing high resistance to move forward. The gw was withdrawn and observed to have lost coating. Therefore, a new gw was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.